Manufacturer narrative:
Zimvie complaint number (B)(4) a4: weight unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had complaints of sinusitis on the upper right from the implant at tooth site #3 and requested that the implant be removed. The implant was removed due to sinus perforation. The patient did not want another implant placed. Symptoms as a result of the event: sinus pain/sinus infection.